Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original unopened packaging, the packaging has been damaged , the capsule over the blade is dented and the corner near the hub is completely fractured, releasing the seal. A review of the customer supplied image finds the complaint device, without the protective outer cardboard box, badly damaged. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the insert, blister tray, ffs blades found that parts must be free of blowouts and burn marks, incomplete forming, smudges, grease and oil spots, nicks, burrs spikes or ragged edges, cuts, tears or cracks. The root cause was associated with transport or storage. Factors that could have contributed to the reported event include exposure to excessive heat and/or inappropriate storage conditions. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set up it was found that the inner packaging of the acromionizer was damaged and could not be used. There was a back-up device available and a surgical delay less than 30 minutes was reported. There was no patient involvement.